Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: her blood glucose (bg) has gone up to 390 mg/dl with moderate ketones and she feels really bad. Her bgs are going up and come down with injections but not with the pump. She has changed ifs approximately 6 times this week. Patient states met diabetes educator (de) today and ruled out other possible causes for elevated bgs. Patient states she does not trust the pump. Educator advised her to discontinue use of it at this time and patient is off pump. Customer support (cs) reviewed history: no associated alarms noted; no cancelled boluses and all boluses are accounted for; confirmed basal delivery was appropriate: inadvertent suspends noted. Total daily dose was accurate when comparing to basal and bolus history and settings. Cs advised patient that pump appears to be operating within parameters, but will be replaced due to her lack of trust in device. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/18/2014 with the following results: no defect was found. . No alarms outside the range of normal patient use observed in pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.